Event description:
It was reported "on 25/7 an attempt was made to place a catheter, but the sheath tore during insertion. Feedback from the nurse, "we have already had a peel away sheath twice with a dialysis catheter in which the grooves were not sufficient, causing the peel away sheath not to peel neatly." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine." Associated MDR numbers include: 9680794-2024-01060, 9680794-2024-01064.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed a finding was identified. It could not be determined if the finding was relevant without the device returned for evaluation. The instructions for use (IFU) provided with this kit warns the user, "introduce catheter through hemostasis valve/sheath and advance to desired position. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of sheath to split valve and split sheath apart while withdrawing from vessel." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "on 25/7 an attempt was made to place a catheter, but the sheath tore during insertion. Feedback from the nurse, "we have already had a peel away sheath twice with a dialysis catheter in which the grooves were not sufficient, causing the peel away sheath not to peel neatly." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine." Associated MDR numbers include: 9680794-2024-01060, 9680794-2024-01064.